Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure a farawave pulse field ablation catheter was selected for use. During the procedure, a leak was observed at the irrigation connector part of the catheter. The connector part of the luer was cracked. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis.